Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer. Therefore, an investigation could not be conducted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the treatment of a splenic artery, an embolization coil snapped in half during advancement in the glidecatheter. Extreme resistance was being encountered when the coil was broken. The broken coil was removed with the catheter. There was no reported patient injury or intervention.